Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and triggered an impedance alert for high and undefined pacing impedance. In addition, the lead exhibited noise and triggered a lead integrity alert (lia) for non-sustained high rate episodes and sensing integrity counters (sic). The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.